Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction of foreign material was not established and as for the wear of the adhesive, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the duodenovideoscope had foreign objects in the air/water tube, cylinder and the z block and the adhesive around the objective lens had wear. There was no patient involvement.